Event description:
It was reported that a cutting balloon became stuck in the guide. The target lesion was located in the left anterior descending artery. A 6f non bsc guide catheter was used. A 10/4.0 flextome® cutting balloon® monorail was selected for treatment. During procedure, the physician performed several inflations; however, upon removal of the cutting balloon, the device was stuck in the guide. The device was then removed and it was noted that there was a cut in the guide from the cutting balloon. The procedure was completed with this device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).